Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. Although the exact explant date is unknown, it was reported that the stent was removed approximately 1-2 weeks post the initial stent placement. The reported issues of stent positioning problem and stent migrated. The device was not returned; therefore, a technical analysis could not be completed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a malignant tumor within the distal esophagus due to cancer. The patient's anatomy was not dilated prior to stent placement, and it was reported to not be tortuous. During the procedure, a wallflex esophageal fully covered stent was implanted within the esophagus. However, it subsequently migrated into the stomach. The physician was able reposition the stent back into the correct position to complete the procedure. Approximately one to two weeks following the initial stent placement, it was reported that the stent migrated again. The physician was able to successfully remove the stent from the patient without any complications. A wallflex esophageal partially covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.